Manufacturer narrative:
MFR date rec¿d 22aug2019 . Date of report rec¿d 23aug2019. The manufacturer¿s technical services confirmed the reported issue. The customer was provided with the part number for the power supply and discussed installation. The customer replaced the defective power supply and harness to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported the unit will not run on alternating current (ac) power. When running on direct current (dc) power, the unit becomes inoperable when ac is connected. The device was not in use at the time of the reported event, and there was no patient involvement.